Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the affiliate that the h2tuv had no function after 10 seconds using a dh145. Another device was used to complete the case. There was no consquence to the patient.